Manufacturer narrative:
Immediately following the notification, stimwave quality and the cr reviewed events preceding this is event. The patient has two (2) freedom-8a spinal cord stimulators implanted, one (1) at the eighth (8th) thoracic vertebrae and the second stimulator at the ninth (9th) thoracic vertebrae - in which were implanted on (B)(6) 2018. · p/n fr8a-rcv-a0, s/n (B)(4), lot # swo171024, exp. Date: october 1, 2019 · p/n fr8a-spr-b0, s/n (B)(4), lot # swo171206, exp. Date: december 1, 2019 the cr confirmed that the implant procedure was performed in a sterile environment, sterile field handling protocols were used, and the sterile barriers of all product used were intact prior to implant. The procedure was completed without complication by dr. (B)(6). On (B)(6), 2020, the patient (via text message) reported that he will be undergoing spinal surgery and an infection was identified related to the devices (stimulators). According to the information provided to the cr, the type of infection is unknown, and it is unknown that antibiotics were prescribed. The spinal surgery will be conducted by a neurosurgeon and has indicated that will explant the stimulators during the spinal surgery. The cr reported that the patient has not been in contact with the implanting clinician since (B)(6) 2018. The cr reported not being able to contact the neurosurgeon to discuss this patient's details due to patient privacy laws. The cr has been in contact with the implanting clinician and staff. The patient has provided different information to the nurses and to the cr regarding this event of this patient and has indicated that it is unlikely that the infection would be related to the initial implant back in (B)(6) 2018. Infection is known adverse event for spinal cord stimulation that is reduced as far as possible in the product's risk management file. Through a review of sterilization and packaging records for the respective product lots, stimwave has confirmed that the product was delivered sterile, no trend of infection is evident for lot #'s swo171024 and swo171206, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The investigator determined that the root cause of this event could not be attributed to the inability of the devices to meet physical, functional, performance and/or safety specifications for the following reasons: there were no infections reported from (B)(6) 2018 (implant date) up until (B)(6) 2020, when the infection was reported by the patient. The cr stated that the patient had a similar situation with another type of implant that caused an infection that was explanted prior to the implant of stimwave's stimulators. Patient was flagged as high infection risk due to type 1 diabetes. The only information that the cr could obtain was from the patient, and the information given was vague. No other information was obtained because the patient had no contact with the implanting clinician after (B)(6) 2018. The neurosurgeon performing the spinal surgery, would not provide any information to cr - due to patient privacy laws. In addition, based on the discussions between the cr and the implanting staff both have indicated that the patient is psychologically complex. Corrective action is not required to remedy the root cause of the complaint. The investigator determined, based on the information provided from the cr, the device did not fail to meet performance or safety specifications. Stimwave has confirmed that the issue is a known adverse event, reduced as far as possible, and documented in the stimwave risk management file. Stimwave was in contact with the cr from march 11, 2020, onward regarding the complaint and root cause investigation. Stimwave confirmed that the infection reported was not caused by the stimwave scs system, based on the information provided by the patient. In compliance with medical device reporting requirements and responsibilities, stimwave quality and its chief medical officer have determined that this issue is considered reportable, as the event required medical or surgical intervention to prevent or preclude permanent impairment or damage.

Event description:
Stimwave quality has investigated the details regarding an infection, that is causing the stimulators to be explanted - reported to stimwave on march 11, 2020, by clinical representative.